Event description:
The pt experienced an inner trochanteric hip fracture. On 2/2/98, a dcs plate, lag screw and eight cortical screws were implanted. Four months after the surgery, the dcs plate broke and was replaced.